Event description:
Add'l info received from MFR 1/16/2003: a complete investigation could not be performed, since the devices have not been returned for analysis.

Event description:
Tip of gouge broke off in pt.

Event description:
Add'l info rec'd from MFR 10/23/02: add'l info was received by the user/facility. The dr re-operated and the fragment was retrieved. The pt suffered no adverse effects as a result of this incident. A complete investigation could note be performed, since the device has not yet been returned for analysis. Upon receipt the instrument will be forwarded to aesculap, for a device evaluation. There have been no changes that would be related to the event.